Event description:
A consumer reported that their thermometer (irt6575) allegedly provided a false negative reading when used on their 12-month-old son. The device allegedly displayed a temperature of 99.5°f, although the child was later found to have an actual fever of 105°f. The child subsequently experienced a febrile seizure, and emergency services were called. A paramedic confirmed the 105°f temperature upon arrival. The consumer stated that the thermometer had been used once previously and appeared to function properly at that time. She also mentioned that she works in the nursing field. The child's current condition was not reported. Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.